Event description:
New information received noted that the patient presented in clinic due to transient ischemic attacks. Upon interrogation, it was determined that the premature atrial contractions were being recorded as atrial fibrillation episodes on the implantable cardiac monitor. No programming changes were made. The patient was in stable condition throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that premature atrial and ventricular contractions were being recorded as atrial fibrillation episodes. Programming changes were not performed; the patient would be monitored. The patient was in stable condition.